Event description:
When the catheter was connected to the cable, the impedance reading was high. Trouble shooting was unsuccessful. The catheter was removed and a new catheter was used. No injury to the patient.